Manufacturer narrative:
Concomitant medical products: 4136 lead, implanted: (B)(6) 2010, 694765 lead, (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient¿s spouse that the patient¿s left ventricular (lv) epicardial lead lasted one week and was not working. The following physician's office initially reported that there was no lead malfunction but it was later confirmed that the lead had in fact been capped due to non-capture prior to the report from the patient's spouse. A previously inactivate lead was then put back into service for left ventricular pacing. No patient complications have been reported as a result of this event.